Manufacturer narrative:
The device was not returned for analysis. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. There is no evidence of a device malfunction as the device performed as intended, which is evident by the tici was 3 (baseline was 0). Hemorrhage is a frequent complication of acute ischemic stroke that is especially common after thrombolytic therapy (tpa). Based on the reported information, the patient was symptomatic. The cause of the hemorrhage cannot be reliably determined; however, per the reported information, review of IFU, and review of literature to investigate the complaint, the most likely cause for the symptomatic ich is the pathophysiology of the ischemic stroke and the medical intervention. MDR related to this event: 2029214-2017-00380. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Citation: stent-assisted mechanical recanalization for treatment of acute intracerebral artery occlusion. Roth c1, papanagiotou p, behnke s, walter s, haass a, becker c, fassbender k, politi m, körner h, romann ms, reith w. Stroke. 2010 nov;41(11):2559-67. Doi: 10 .1161/strokeaha.110.592071. Epub 2010 oct 14. Medtronic received the following reports: patient 13 was treated with a mechanical thrombectomy device for a basilar artery occlusion with baseline tici of 0 and nihss of 36. Post intervention, the tici was 3. However, the patient was reported to have developed an intracranial hemorrhage (ich). This patient had to be treated for ica-origin occlusion first and therefore received aggressive anticoagulation.